Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon for the implantation and revision procedures is: (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), and was implanted with an obtryx halo sling on (B)(6) 2004. As reported by the patient's attorney, on (B)(6) 2007, the patient underwent a revision surgery related to the obtryx halo sling due to interstitial cystitis, cystectomy and orthotopic neobladder. On (B)(6) 2008, the patient underwent a revision surgery related to the obtryx halo sling due to bladder outlet obstruction. Boston scientific has been unable to obtain additional information regarding the event to date.